Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 was double beeping no cassette. No patient involvement, as event occurred during testing.

Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Functional testing involved running the pump in user mode. The reported issue was duplicated during the investigation. The investigation determined that a worn cd nub was the cause of the reported issue. A leaky lcd and worn downstream occlusion sensor were replaced. Based on evidence and investigation, the complaint allegation was confirmed.